Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was partially deployed, and the valve dislodged into the coronary sinus. Following dislodgement, the valve¿s implant depth was too high, and the valve was recaptured. The valve was then fully deployed at an optimal implant depth. During the deployment a complete heart block (chb) developed. Temporary pacing was initiated and remained in place following the implant procedure. Three days following valve implant, a permanent pacemaker was implanted for the chb. The chb resolved. No additional adverse patient effects were reported.